Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the PICC was inserted in radiology and patient went for abdominal CT. PICC aspirated and flushed without issue. CT injected and set up on infuser at 2ml/sec. The patient yelled out in pain and bruise noted just above PICC insertion site. PICC removed and noted to have a large hole at the 16.5cm mark. New PICC inserted without issue.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter appeared intentionally truncated and contained signs of use. Visual examination revealed a small hole in the catheter body. The catheter body wall appeared blown out and thinned in appearance, which is consistent with over pressurization the catheter. A kink was also detected adjacent to the juncture hub. The total length of the catheter body measured to be 12.5" which indicates at least 7" were trimmed and not returned per product drawing. The catheter body contained a small rupture hole 146 mm from the trimmed distal tip. The catheter was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the distal lumen was flushed, water leaked from the hole in the catheter body. No defects were found when testing the proximal lumen. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not exceed ten (10) injections or the maximum pressure of 300 psi on power injector equipment to reduce the risk of catheter failure and/or tip displacement." The customer report of a hole in the catheter body was confirmed by complaint investigation of the returned sample. One hole was found in the body with damage consistent with over pressurization of the catheter. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the PICC was inserted in radiology and patient went for abdominal CT. PICC aspirated and flushed without issue. CT injected and set up on infuser at 2ml/sec. The patient yelled out in pain and bruise noted just above PICC insertion site. PICC removed and noted to have a large hole at the 16.5cm mark. New PICC inserted without issue.